Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user's hearing performance with the device is affected. It was reported that the rehabilitation was very slow and the hearing performance was not good. A year post-implantation the hearing performance with the device remained poor and channels with abnormal impedances were found.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. In addition, it is assumed from the field that three channels were left extra-cochlea at implantation surgery, although the implant registration card states a full insertion.

Event description:
The user's hearing performance with the device is affected. It was reported that the rehabilitation was very slow and the hearing performance was not good. A year post-implantation the hearing performance with the device remained poor and channels with abnormal impedances were found.the user was re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. In addition, it is assumed from the field that three channels were left extra-cochlea at implantation surgery, although the implant registration card states a full insertion. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation was carried out, but the device has not been received for investigational purposes yet.

Event description:
The user's hearing performance with the device is affected. It was reported that the rehabilitation was very slow and the hearing performance was not good. A year post-implantation the hearing performance with the device remained poor and channels with abnormal impedances were found. The user was re-implanted on (b)(60 2022.